Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert. Reportedly, the customer had navigated to the bolus screen and did not exit the screen. The customer's blood glucose level was 350 mg/dl. The customer delivered a bolus via the pump. The customer was educated by tandem technical support regarding the alert.